Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed dirt/foreign in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that moisture entered the lens due to the adhesive around the lens peeling as a result of impact stress to the tip of the scope and or chemical stress due to the chemical solution used. Since the foreign material was attached to an area other than the outer surface of the scope, it likely not possible to be removed through reprocessing. The issue may be detected/prevented by following the instructions for use section below: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a crack of adhesive on bending section cover, crease on the insertion tube, crack of the charged coupled device lens, crack of the light guide lens, scratch of the light guide lens, switch #3 had a cut, switch #1 had deformation, scope cover had deformation, forceps elevator was not moving smoothly due to the cut of knob wire, electrical connector was corroded due to water leakages, scope connector was corroded due to water leakages, and the control unit was corroded due to water leakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.